Event description:
A reported incident involving a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap had leakage from adapter. The event was observed during the infusion of an unspecified chemotherapy medication. No blood backflow was reported. Although the event involved a patient, no patient harm occurred. There was no delay in the administration of critical therapy.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.